Event description:
Information was received from a patient who was receiving unknown morphine and fentanyl via an implantable infusion pump for non-malignant pain. It was reported that the patient needed to go over and do the extra steps 'that making it slow'. The agent on the call understood they needed to clear data on an external device. The agent assisted the patient in clearing data and the patient managed to connect to the pump much faster.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the handset was lagging at 90% again. The agent guided the patient through clearing the data after which the patient was able to connect to the pump without any lag. During the call, the patient also reported that a system error message appeared yesterday or the day before and it kept appearing. The patient stated that they were seeing service code was 156 (application restarting due to system error). It was noted that the code appeared during the call due to the myptm app being run in the background. The agent reviewed and suggested that the patient close all apps when done connecting to the pump.